Manufacturer narrative:
The vessel sealer instrument has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned and/or if additional information is received. Based on the information provided, this complaint is being reported due to following conclusions: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument stopped sealing. Although, there was no report of patient harm, adverse outcome or injury, at this time it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgical staff noted that the vessel sealer instrument stopped sealing and there was no indication that the tissue was sealed. The vessel sealer instrument was able to successfully complete a seal prior to the reported issue. The system did not generate an error and did not generate the appropriate audible tones for the sealing cycle/completion of sealing. The surgeon did not visually see the tissue cauterizing and did not encounter any obstructions such as clips, staples, bone or other hard objects between the instruments jaws. There was no report of fragments falling into a patient. There was no report of any patient harm, adverse outcome or injury.